Event description:
It was reported that during a radical prostatectomy the tip of the large needle driver instrument broke off and fell inside of the patient. The physician chose to leave the piece in the pt and completed the procedure using a replacement large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed one entire jaw broken off. The broken piece was not returned. The jaw is broken off at the swage, partially exposing the cable crimp. The other grip has a crack in the same location as one of the fracture surfaces.